Event description:
It was reported to a physio-control customer service representative that the customer's device did not turn on during a training session. Later on the customer tried to turn on the device several times, each time with different result. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to a crystal, designator y4, on the digital pcb assembly that had become thermally reactive. The crystal would not oscillate unless heat was applied to the part. The device would not complete a boot cycle if the crystal did not function. A replacement device was provided to the customer under warranty.